Event description:
Customer reported a no delivery alarm that occurred three or four times. He reported that he had a high blood glucose reading of 240 mg/dl due to the no delivery alarms. He stated that he did not know he was supposed to remove the reservoir during the rewind process. Customer also reported that he was hospitalized for a low blood glucose. He was unable to provide details about the hospitalization. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.